Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements gradually rising and undersensing. A lead fracture was suspected. Additionally, a defibrillation threshold (dft) test was performed; however, it was unsuccessful. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.